Event description:
This was reported as an arteriotomy closure of the left common femoral artery with a prostyle device using a 6f sheath after a diagnostic procedure. Reportedly, the needles engaged with the cuffs in the foot pockets; however, a needle separation occurred, most likely while depressing the plunger; therefore there was no suture present when the plunger was removed. A new prostyle device was used to achieve hemostasis. It was confirmed that no portion of the needle or any other device components were left in the patient anatomy. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment are related to the circumstances of the procedure. In this case, there was separation of the posterior needle tip during step 3, possibly caused by a hard pull, or damage incurred during deployment of the needles caused by a partial deflection. There is no indication of a product quality issue with respect to manufacture, design or labeling.